Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient has effective therapy postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number 3006705815-2019-03652. It was reported that the patient was experiencing ineffective therapy due to being unable to charge their ipg and high impedance on the contacts. In turn, surgical intervention was undertaken wherein the system was explanted and replaced.